Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not available for return to the manufacturer for analysis. Imaging was not provided. The event as described could not be confirmed.

Event description:
It was reported through the rage clinical study that a patient treated with embolization coil implants experienced a small basal recurrence, which was noticed 226 day post op on dsa. Further stent embolization was performed on (B)(6) 2022. The outcome was reported to be "resolved without sequelae."